Manufacturer narrative:
The field event of charge timeout was confirmed. Programmer printouts were reviewed and an alert for a charge timeout was seen. The device image was reviewed and the charge timeout was seen to have occurred during a capm. Bench testing showed the device to be normal. The hv capacitors were analyzed and an internal anomaly was found to have been the cause of the charge timeout.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited charge time anomaly. On (B)(6) 2017, the device was explanted and replaced. No patient symptom was reported post operation.